Manufacturer narrative:
A component of the system, the locatable guide, was returned for analysis. The evaluation of the locatable guide determined that it functioned normally. There is no indication that the system malfunctioned. There was no patient injury. The site has since performed cases with success. There was no injury to the patient reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.

Event description:
A site reported that during registration they continually received a mismatched points error message. The site received another reconstruction of the CT scan and replanned the case. They attempted manual registration 4 times but were unable to register the patient and the case was cancelled with the patient under general anesthesia. There was no harm or injury to the patient reported.